Manufacturer narrative:
The manufacturer's product support engineer (pse) was unable to evaluate the device and confirm the reported problem. No repairs were completed by the pse as the customer declined service and repair due to the device being out of warranty. No parts replaced. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. In service.

Manufacturer narrative:
Date of report: 21sep2021. (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has a defective turbine. The customer reported there was no patient involvement at the time the issue was discovered.